Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for eval, but has not yet received them, if either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay- user/reporter contacted lifescan alleging that a one touch ultra meter had an "apply sample" issue. The pt tests his blood glucose typically twice a week. He does not take insulin. The reporter stated that the patient had been trying to test for about a week. On an unspecified date/time after the alleged meter issue began, the pt developed symptoms of being "semi-conscious", and was babbling and not making sense. The pt was treated with orange juice, which relieved his symptoms. His blood glucose was not tested on another device. It would have been helpful to know the following info: the pt's medication and diabetes management regimens, if the pt made any changes to the regimens, because of the reported meter issue, and what date/time the pt's symptoms started. In addition, it would have been helpful to know what actions the pt took before developing the symptoms, how often the pt tried to test during the time of concern, his last blood glucose reading before the event occurred, and the date the reported test strip vial was opened. During troubleshooting, the customer care advocate (cca) discovered that the pt was not using a correct technique for applying his blood to the test strips. The pt was also using test strips that expired 11/2007. He did not have add'l test strips to troubleshoot the alleged issue. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the reporter alleged that the meter had an "apply sample" issue and the pt was unable to obtain a reading on the lfs product for about one week. The reporter also claimed that the pt developed symptoms suggestive of low blood glucose after the alleged issue began.